Event description:
It was reported that the pt could no longer hear. The external equipment was exchanged but there was no improvement in the situation. Telemetry measurements showed 'poor coupling to the implant'.